Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the swg (spring wire guide) could not be inserted in the patient due to its deformity/kink. A new set was used.

Event description:
The customer alleges that the swg (spring wire guide) could not be inserted in the patient due to its deformity/kink. A new set was used.

Manufacturer narrative:
Qn# (B)(4). The customer returned an opened cs-04701-ej kit containing various components including a single guide wire assembly and an arrow raulerson syringe (ars) for evaluation. The guide wire was returned retracted within the advancer tube and showed evidence of use. The guide wire was observed to have a single kink towards the distal end of the body. The distal j-bend was observed to be undamaged. No damage or anomalies were observed in the advancer assembly or ars. Microscopic examination confirmed the kink in the guide wire body. Both guide wire welds were present and were observed to be full and spherical. The kink in the guide wire was located 52 mm from the distal tip. The overall length and outer diameter of the guide wire were found to be within specification. The guide wire was advanced through the returned ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record (DHR) review was performed on the guide wire and insertion components (ars and introducer needle) and no relevant manufacturing isses were identified. (Con't) other remarks: the instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in one location towards the distal end of the body. The returned guide wire and ars met all relevant dimensional requirements and a DHR review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.